Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under sensing on bradycardia episode. No intervention or procedure was reported. The patient had no consequences.